Event description:
The plaintiff alleges that while working as a registered nurse was exposed to latex gloves and as a result of exposure has suffered severe and irreversible latex allergy. Plaintiff alleges that plaintiff has suffered from at least allergic rhinitis, itchy and watery eyes, hand dermatitis, facial swelling, shortness of breath and chest tightness, and life threatening anaphylactic shock, all of which are of a permanent, continuing and life-threatening nature. Plaintiff further alleges that has been diagnosed as suffering from type I latex allergy. Furthermore, plaintiff alleges that plaintiff is at risk from suffering severe allergic reactions when plaintiff comes into contact with many different commonly used products which contain the natural latex proteins. Also plaintiff alleges that they must live life in constant vigilance for the presence of latex products, avoiding everyday common products that contain latex. Plaintiff further alleges that is restricted as to where they can go and what can they do with life and career. Plaintiff alleges that plaintiff has suffered and will continue to suffer in the future, severe emotional distress and an inability to engage in normal activities. Also plaintiff alleges that has suffered great despair and loss of enjoyment of life. Finally plaintiff alleges that plaintiff has sustained a diminution in earning capacity.